Event description:
It was reported that the pt experienced a loss of therapeutic effect in her perineum following several ultrasounds and a few sessions of diathermy during physical therapy on her shoulder. The pt was able to use her programmer and the implantable neurostimulator (ins) responded as expected. The pt could also feel a "flutter", so she knew the ins was working. It was reported that when the pt changed programs the stimulation was uncomfortable. The pt was to try the current programming and contact the MFR if further adjustment was needed. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).